Manufacturer narrative:
Correction: the event has been updated after further review. All information regarding the por and CT scan can be found in the MFR report number #3004209178-2018-25001 as the events were deemed as not related. Results/method, conclusion, correction: the codes present are all the codes required for this event after further review. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated as well. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated that she was getting zapped every time she went into (B)(6). No further patient complications have been reported as a result of this event in the event description. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. Additional information was received from a consumer on 2018-oct-10. When asked for the circumstances that led to the issues, they reported that security scanners did not affect their unit and they knew something was wrong. This contradicts previously reported information. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated that she was getting zapped every time she went into (B)(6). No further patient complications have been reported as a result of this event in the event description. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor.

Manufacturer narrative:
Product event summary # evaluation determined that investigation is needed because it was reported that getting zapped every time she went into (B)(6). The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not needed because the issue identified in this event is a known inherent risk as disclosed in product labeling, and additional investigation is not needed. Supporting event information used to determine the issue was a known event includes getting zapped every time she went into (B)(6) if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicated that the patient saw the call clinician and power on reset (por) message on the patient programmer (pp). The patient reported again that they get "zapped" every time they walk into (B)(6) as well as an unrelated CT scan. The patient was advised to follow-up with their healthcare provider (hcp) to have the por cleared. This information was received on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.